Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The patient stated that at the end of her treatment in step 8, it was noticed that both of the solution bags were completely dry and the patient usually has 2000 ml of solution left over. A review of the patient¿s treatment records identified that the patient drained 6335 ml during drain 1 of the treatment. This drain volume is 315%% of the patient's maximum fill volume of 2008 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. It was reported that an alternative treatment option was available. Upon follow, the patient reported feeling uncomfortable and bloated. The patient stated that with the assistance of technical support, treatment was completed on the cycler. The patient stated that after completing treatment, the discomfort and bloated feeling subsided on their own and there was no injury, adverse event, or required medical intervention as a result of the reported event. The patient has received their new cycler, which is working well, and is continuing with peritoneal dialysis therapy without issue and without reoccurrence of the reported event. The old cycler was returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. An (as-received) simulated treatment was performed and completed without failures. The weighed fill volumes were found to be within tolerance and fill times were within specification. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. Load cell verification testing was performed with no issues noted. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.